Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental.

Event description:
The pt had her primary surgery (posterior fusion on oc-th2) for ra in 2006. When she was admitted to the hosp for her elbow surgery, and underwent x-ray, it was found that the blocker was disassembled at th2.